Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 69-year-old female patient received delivery of a dental appliance on (B)(6) 2026, the patient reported that the silent nite sleep device caused them jaw pain and temporomandibular joint pain. Per the report no permanent injury or additional medical or surgical procedures were required; the patient discontinued the use of the device on (B)(6) 2026. It was reported that the appliance was not replaced as the patient stated they have an intolerance to the appliance. The healthcare professional reported that cleaning and storage instructions were followed. The reporter's office location is in (B)(6).